Manufacturer narrative:
Investigation pending.

Event description:
The wife of the patient self tester reported that they had compared the inratio results to the lab with the last lot of strips (lot number not available because packaging was discarded) and the inratio was reading higher. She is now comparing the new strips with the lab and is indicating that these are coming up high as well which is why she is reporting it. The results are: inratio2 - 4.0, lab - 2.4. Therapeutic range: 2.5 - 3.5.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. After reviewing all previous in-house donor testing conducted for lot 364994a, no product deficiency was found. The product met the final release specifications. There is no indication of a product deficiency and no corrective actions were required. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.